Event description:
It was reported that the tip of screwdriver shaft broke off into the screwdriver/screw interface.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed upon visual inspection. Manufacturing files were reviewed and no anomalies were found. Manufacturing review revealed an instrument over 9 years old. Conclusion: the probable root cause is normal wear based on instrument age.

Event description:
It was reported that the tip of screwdriver shaft broke off into the screwdriver/screw interface.